Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. The cause of the issue was not determined since the product was not returned and insufficient clinical information was not obtained. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that there was slight leaking of the purge side arm between the pressure reservoir and filter. There were no visual issues observed. The purge flow was 19 millimeters and pressure 380 millimeters of mercury. It was recommended bone wax and monitoring of the purge flow and pressure. The physician was sent purge reservoir and filter bypass documentation and it was emphasized the necessity of a pump change in this situation. The pump was explanted 5 days later, since the system was running stable and without further issues the physician didn`t want to change the pump. There was no patient harm reported.